Event description:
Boston scientific received information that following a device upgrade procedure, the patient with this device and left ventricular lead was admitted to the hospital with heart failure. Upon interrogation, an impedance measurement greater than 2000 ohms was noted. The threshold measurement had also increased. A technical service consultant was contacted and suggested reviewing the impedance values in all pacing configurations to identify or isolate the ring vs a pin issue. The consultant also discussed a chest x-ray to rule out a connection or a loose set screw.

Manufacturer narrative:
The products remain implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Approximately six years later this device was explanted do to a downgraded procedure to a cardiac resynchronization therapy pacemaker (crt-ap).